Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed that the device was out of warranty, and the customer refused service and repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1. Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient was given non-invasive ventilator assisted ventilation treatment, and the ventilator showed an overheating alarm of peng fan. The ventilator was restarted, but the overheating alarm occurred again. The device was therefore turned off and sent for repair, and another ventilator was replaced for the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.